Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2012 receiving m2a products and was revised on (B)(6) 2012 due to unknown reasons. No further information or medical records have been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010 receiving m2a products and was revised on (B)(6) 2012 due to unknown reasons. No further information or medical records have been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. Legal document alleges the presence of a loose cup during the revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure was performed due to loosening of the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced.

Manufacturer narrative:
Corrected initial procedure date from (B)(6) 2012 to (B)(6) 2010.

Manufacturer narrative:
This follow-up report is being filed to correct information that was previously reported in error. Revision procedure was performed on march 15, 2012 and not march 09, 2012 as previously reported. Event date is (B)(6) 2012. Correct explant date is (B)(6) 2012.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. Legal document alleges the presence of a loose cup during the revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure was performed due to loosening of the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6)2010 receiving m2a products and was revised on (B)(6) 2012 due to unknown reasons. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. Legal document further alleges the presence of a loose cup during the revision surgery.